Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided liver biopsy procedure through normal tissue density using magnum needle. During the procedure, the green needle allegedly fragmented. The coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photographs were provided and reviewed. The first photo shows a magnum needle which was placed inside the package and labelling information is provided which was cross verified with the trackwise details. The second photo shows the magnum needle in which the cannula hub of the needle was noted to be broken. Based on the photographic review, the reported event can be confirmed. Therefore, the investigation is confirmed for the reported break as the cannula hub of a needle was noted to be broken. A definitive root cause for the break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.